Manufacturer narrative:
Visual inspection of the tip portion of the lead was completed. The helix mechanism was intact and no anomalies were noted. Laboratory analysis was unable to confirm the reported clinical observation.

Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Event description:
Boston scientific received information that this implantable defibrillation lead dislodged due to severe tricuspid regurgitation. An invasive procedure was performed. This lead was explanted and successfully replaced. No additional adverse patient effects were reported.